Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20600. The patient ((B)(6)) received two scs systems each with 2 leads (1 cluneal and 1 paravertebral) this report is for right side system. It was reported the patient experienced ineffective stimulation along with throbbing sensation (date of event unknown). System diagnostics determined low impedances on the right side ipg. X-rays revealed the right cluneal lead was migrated. The physician suspected the paravertebral leads were condensing and retracting with the patient's position. Consequently, surgical intervention was taken where the cluneal lead was repositioned on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20600. Further follow up received clarified during the surgery the sutures were found broken from the fascia/tissue on the right cluneal lead and on the right paravertebral lead. The physician believes it may be due to the patient experiencing a fall on the same side. The cluneal lead was repositioned and the paravertebral lead's anchor was resutured. Reportedly, the patient is doing well.